Manufacturer narrative:
It was reported that the catheter kinked and the account was unable to obtain any blood return. The sample was returned with a note that stated "took out of patient. Line was kinked in "l" shape. Wouldn't draw or flush.' No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was returned and forwarded to the vendor for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the catheter kinked and the account was unable to flush the device or obtain any blood return which required cather removal.